Manufacturer narrative:
(B)(4). S/w version (B)(4). Retainer ring: black. Customer returned pump for an alleged flashing white blank display found on (B)(6) 2021. The pump passed the displacement test, active current test, sleep current test, however, found pump error 75 during self test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Power supply test alarm at the event date (B)(6) 2022 at the times 06:27:00 and 06:28:18 were found in the history files. Pump was cut open to perform visual inspection and found moisture damage on pcba1, pcba2, force sensor and motor.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded motor home switch, pillowing overlay, stained overlay, cracked battery tube and scratched case. Blank display and segmented display not noted during testing. Pump error 75 confirmed due to moisture damage to electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump had screen was flashing. Customer stated that the screen was blank and blinking off and on. Installing a new battery, monitoring pump for 2 hours, and frozen display was not recurred. No harm requiring medical intervention was reported. The device will be returned for analysis.